Event description:
Following a hernia procedure, the doctor indicated that the patient and his spouse were removing the catheter at home when they felt resistance when pulling on the catheter. The patient and his spouse did not wait until the next doctor visit; instead, the stated that they cut the catheter outside the skin and tucked in under the bandage for the doctor to see. The doctor removed the bandage in 2005 and could not locate the catheter segment. Subsequent x-rays were taken and the segment could not be seen. The patient was sent home and is doing fine.